Event description:
It was reported the patient presented for a device interrogation. The clinician was unable to interrogate the device and could not elicit a magnet response from the device. At the patient's last device check (approximately 7 months earlier), the device battery voltage was 2.68 v indicating <4-15 months of remaining longevity. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.